Event description:
It was reported that an ilet device¿s touchscreen was cracked, rendering the screen unusable and preventing the user from unlocking the device; the device had been synced prior to shut down, and the unit will be replaced. Investigation included customer interview and complaint handling with instructions to shut down the device and return it, with data backup via the mobile app and use of cgm via dexcom as needed. Further investigation of this case revealed physical damage to the touchscreen consistent with a broken or delaminated display and inability to operate the device. Symptoms included no clinical effects during the event. Outcomes included interruption of therapy and loss of watertight integrity. It was concluded that the event was due to mechanical damage to the device¿s display, with no patient injury reported and with replacement required.